Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-port (sp) monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The scissors were installed onto the tube adapter with no issues observed. The instrument was placed and driven on an in-house system and the scissor tips opened and closed as expected. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional, including energy delivery. Additional findings unrelated to the reported complaint: the tube adapter was found to have scratches and abrasions. A full visual inspection was performed for damage, missing material, scratches and abrasions and failed due to indentations and abrasions found on the tube adapter. The sheathing material and indentations on the tube adapter did not hinder functionality. Further, the tube adapter was found to have sheath coextrusion left on the adapter. A full -visual inspection was performed and found to have sheathing material returned still attached to the instrument. The material measured at approximately 5.19 mm of material. The sheathing material and indentations on the tube adapter did not hinder functionality.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 6mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 6mm monopolar curved scissors (mcs) instrument was observed to have a broken tip. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: no fragment(s) fell into the patient's anatomy. Customer was unsure but, the staff had possibly completed the procedure using another instrument.